Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a display issue with coaguchek xs meter serial number (B)(4) that could impact the interpretation of the results. The customer alleged that segments were missing from the results field of the device after performing a test. The memory of the device was reviewed and the first number of the result was displayed with the decimal following it, but nothing else. The customer replaced the batteries but the issue was not solved. A display check was performed and no segments were missing from the display. There was no allegation that an adverse event occurred. The device has been requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by liquid which had penetrated and/or corroded the solders contacts. Between the conductive rubber and the contacts of the circuit board, deposits could be seen which led to the failure of contacts. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device. .